Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery failed alarm. The authorized service provider (asp) inspected the device on (B)(6) 2025 and confirmed the occurrence of the battery failed alarm in the device event log. The asp replaced the backup battery to resolve the issue. Following the part replacement, the asp completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.